Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg incision not healing and it was seeping fluid from the corner. Additionally, the ipg was exposed a little bit. As such, surgical intervention took place wherein the ipg was explanted and replaced. Reportedly, the ipg pocket was relocated to address the issue.